Event description:
It was reported that during a percutaneous peripheral intervention procedure, a shaft break occurred. The narrow target lesion was located in an abdominal aortic aneurysm non bsc stent graft of the non tortuous iliac artery. A 8.0x40x135 cm express ld stent delivery system (sds) crossed the target lesion without difficulty, and the stent was deployed in a limb extension of the non bsc stent graft. The stent was dilated to 12 atms/10 secs, and was well apposed to the vessel wall. The balloon appeared deflated, however significant resistance was encountered during withdrawal and the sds became stuck in a 6f 25cm non bsc sheath. The physician pulled hard on the express ld sds and the shaft broke 1 cm proximal to the express ld balloon markerband. The 6f 25cm sheath and the broken shaft were removed. The procedure was completed with a 180 cm amplatz guide wire. Left iliac angiogram was performed, vessel good. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).